Event description:
It was reported that the autoclavable camera head had a scope communication error e234. The event occurred during unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.